Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, increased capture threshold was noted on the left ventricular (lv) lead. The lv lead was successfully reprogrammed, however after the programming was completed, the patient underwent an unrelated procedure and the lv capture threshold decreased to normal. The device was reprogrammed to initial parameters, and the patient was stable with no adverse consequences.